Event description:
The patient was diagnosed with renal failure. A PICC line was placed in 2001 via the left arm. Three days later, the patient developed symptoms of edema from site to fingertips. An ultrasound revealed the patient had dvt. Patient was treated with lovenox.